Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned and no anomalies were found. There was blood in/on the helix mechanism. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant.

Event description:
It was reported that the physician attempted to implant a right atrial lead. After multiple attempts to place the lead it kept dislodging. The physician tried another right atrial lead only to have the same problem. No atrial lead was placed that day. Additionally, it was reported that the right ventricular lead had dislodged. This lead is still in use. No patient complications were reported as a result of this event.

Event description:
It was reported that the physician attempted to implant a right atrial lead. After multiple attempts to place the lead it kept dislodging. The physician tried another right atrial lead only to have the same problem. No atrial lead was placed that day. No patient complications have been reported as a result of this event.